Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? No further information is available. Based on the event, did the reservoir function properly upon first activation? No further information is available. Was another reservoir used to correct the situation? No further information is available. Was leakage detected? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown urological surgery on (B)(6) 2021 and a reservoir was used. In the ward, during use without applying negative pressure, the reservoir was unlocked, and suction was applied unintendedly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.